Event description:
Asr revision; asr xl - left; reason(s) for revision: dislocations (not arising from traumatic event).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: dislocations (not arising from traumatic event). Original surgery date took place in 2004, no further information given. Update r'ced 27th march 2013 - (B)(6) have confirmed that the patient was originally implanted with duroloc, elite and c-stem in 2004, this was then revised to an asr system in spet 2008, the asr system has not yet been revised update received: 28th march 2014 - attached surgeon confirmation form, added revision date: 31st march 2014, added further reason(s) for revision: component loosening - femoral stem fracture, osteolysis proximal femur, pseudotumour, metallosis cobalt and chromium, pain and alval / soft tissue reaction and added patient age. Re-opened 8th april 2014 - closed second request action activity and opened 3rd request action activity.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left, reason(s) for revision: dislocations (not arising from traumatic event). Original surgery date took place in 2004, no further information given. Update r'ced 27th march 2013 - (B)(6) have confirmed that the patient was originally implanted with duroloc, elite and c-stem in 2004, this was then revised to an asr system in (B)(6) 2008, the asr system has not yet been revised update received: 28th march 2014 - attached surgeon confirmation form, added revision date: (B)(6) 2014, added further reason(s) for revision: component loosening - femoral stem fracture, osteolysis proximal femur, pseudotumour, metallosis cobalt and chromium, pain and alval / soft tissue reaction and added patient age. Re-opened (B)(6) 2014 - closed second request action activity and opened 3rd request action activity. Re-opened (B)(6) - closed second request action activity and attached unanswered query document where patient demographic were requested 3 times, but have still not been received. Update received: 5th may 2014 - removed implant date from field and added as necessary, added comorbidities, added further revision details: 2012 to (B)(6) 2014 patient complaining of pain, MRI scans show fluid pocket and proximal bone loss and bloods show raised ions. Patient has poor medical condition due to lung infections and bmi of 43.7, decided to treat patient conservatively. Fractured solution stem, no trauma, fractured part of stem easily removed, distal part of stem was fully grown in and removed with great difficulty, added further reason(s) for revision: fractured stem, pain, metallosis and cyst, attached patient demographic, advised duraloc cup remained in situ from the 1st revision and asr cup was cemented into the duroloc cup and asr xl femoral head attached to solution stem where the solution stem remained in situ from the 2nd revision, added patient date of birth, added patient gender, amended patient age, added product: duraloc cup and amended stem to unknown solution stem - please see patient revision report for further details. Duraloc cup implant date: (B)(6) 2004 remained in situ. Solution stem implant date: (B)(6) 2005 remained in situ. Asr xl products implant date: (B)(6) 2008 - asr cup was cemented in to the duroloc cup and asr xl femoral head attached to solution stem. All products revised: (B)(6) 2014, including duraloc cup and solution stem. This is the 3rd of 3 revisions where the duraloc cup remained in situ from the 1st revision and the solution stem remained in situ from the 2nd revision. When coms for the 1st and 2nd revisions have been created, then these will be cross-referenced as necessary. Update received: 21st may 2014 - amended complaint category - product related - amended duraloc cup to non-contributing - implant removed, amended asr head to non-contributing - implant removed and asr cup to otho functional other as misuse option is no longer available, added otho functional other to failure code and new harm to complaint category - resulting patient harm.

Manufacturer narrative:
This product has not been revised as originally reported. This product is still implanted and has not been removed. This report is considered closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl - left, reason(s) for revision: dislocations (not arising from traumatic event). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.